Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the heat damage which was observed during evaluation. Visual inspection found heat damage to the positive battery contact pins on the rear case assembly and warping on the rear case in the area on the backflex assembly along with heat damage to positive battery contact pads of the wireless battery module caused by fluid intrusion. The wireless battery module over heating caused the plastic to melt on the rear case assembly on the pump and also due to a higher current draw also caused q5 on the backflex (pump) to overheat resulting in the rear case warping. The wireless battery module is not serviceable and requires replacing. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, it was observed the wireless battery module had heat damage. It was also reported there was no patient involvement.